Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As the occlusion alarm occurred prior to the time of the report, troubleshooting was unable to be performed. The customer reported that the issue was addressed by resuming insulin. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose level was 300-400 mg/dl. The customer was able to reset the pump and resumed insulin delivery.